Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose reading of 400 mg/dl and repeated alert 38 alarms indicating consecutive stalled motor events after a supply change; the user was advised to perform a full supply change, after which blood glucose reportedly returned to range and the alert did not continue. Investigation of this case revealed that the specific cause of the stalled motor alerts and hyperglycemia was unclear, with no persistent device malfunction observed after the full supply change. Symptoms included dry mouth associated with hyperglycemia reported. Outcomes included temporary interruption of insulin delivery without hospitalization or long-term impairment. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.